Event description:
It was reported that during a supply change the ilet displayed an unable to proceed alert while priming, and subsequent alerts indicated consecutive motor stalls consistent with a motor-related malfunction that resulted in failure to infuse insulin; the user disconnected and used subcutaneous insulin via pens until troubleshooting enabled a successful full supply change and reconnection. Symptoms included hyperglycemia, with a reported high of 306 mg/dl and prolonged elevated glucose. Outcomes included no health consequences or impact and no need for medical intervention or outside assistance. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed findings consistent with a mechanical jam and a communications problem, associated with the motor component, and the event was mitigated with user education on proper assembly sequence. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency and cause traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.